Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced repeated insulin delivery occlusion alerts while using an infusion set (contact detach), initially due to tubing positioned at the belt line that kinked, resulting in inadequate insulin delivery and subsequent high glucose; the event resolved only after a full supply change. Symptoms included hyperglycemia with a reported peak of 250 mg/dl lasting approximately 2 hours, without ketone testing, backup therapy, or medical intervention. Outcomes included temporary interruption of intended insulin therapy and the need for troubleshooting and education. Investigation included agent-guided troubleshooting and a full infusion set and tubing change. Investigation of this case revealed a flow obstruction consistent with an infusion set or tubing occlusion that was resolved by supply replacement. It was concluded that the event was due to an infusion set-related occlusion with user positioning contributing, and the device functioned as designed once the set was replaced.